Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 65 mg/dl. Reportedly, customer delivered a bolus for anticipated carbohydrates consumed, however, customer inadvertently forgot they delivered the first bolus and subsequently delivered an additional bolus. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.